Event description:
It was reported that during a shoulder arthroscopy utilizing an arthrocare foot control, the pedal stopped working. The procedure was completed using a shaver. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.